Event description:
It was reported that a female patient who underwent breast augmentation with 450cc mentor memorygel breast implants experienced bilateral rupture post procedure. As a result, bilateral prosthesis replacement with 600cc mentor memorygel breast implants was performed on (B)(6) 2022. See 1645337-2023-01987 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 23, 2023. The catalog and lot numbers were clarified to be 350-4001bc and 6483497, respectively. The device was manufactured in leiden, netherlands. The mentor leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for medical device reporting, as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, no further reporting will be performed on this event. Manufacturer¿s reference number: (B)(4).